Event description:
It was reported that the pump was alarming in the morning and the pump was powered off. The pump was turn on and the settings were reviewed, and clamps were closed. Pump was alarming no disposable alarm. The cassette was removed and gently tapped; tubing was massaged to disperse air bubbles in the line. The cassette as replaced, however, the alarm persisted. The cassette was removed again and gently tapped and massaged tubing to disperse the air bubbles in the line. The alarm still persisted. No patient injury was reported.

Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section - references) that the pump will alarm (no disposable) if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. No product was returned however the pumps operators manual states that the pump will alarm and display an (air in line) message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily mean the pump is not functioning properly. The user should consult the manual when this happens. At this time there is no evidence that the pump failed to meet specifications. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.